Manufacturer narrative:
Lot:15145163: (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to rupture and paraplegia. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for a retrograde stanford a type dissection. The patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu313115j/15484351: proximal, tgu262110j/15145163: distal). On (B)(6) 2017, a hypotension was reported. A rupture of the dissection was found due to retrograde blood flows from an entry of distal area of tgu262610j to a false lumen. An additional procedure was performed. An artificial blood vessel was anastomosed to tgu262610j and covered the entry. The patient tolerated the procedure. After the procedure, a paraplegia was found. The patient was taken a wait-and-see approach. The physician commented that the paraplegia might be due to the hypotension, but was unknown. No further information was obtained.

Manufacturer narrative:
Corrected the event date from (B)(6) 2017 to (B)(6) 2017.